Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm the reported problem. The root cause was a faulty printed wire assembly (pwa) board, which led to the syringe sensor failure and the reported problem. Replacing the pwa board resolved the issue. After the repair, the device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the push rod will not move forward. Found during testing. No patient involvement.